Event description:
A customer reported to baxter corporate product surveillance a one-link catheter extension set in which it was difficult to flush the one-link. According to the report, the one-link was removed, and the nurse flushed the line through the hub of the catheter. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.